Manufacturer narrative:
Patient weight unavailable.

Event description:
In preparation for a patient procedure, the bridge device would not advance over the prep kit guide wire. A second bridge device was opened. There was no harm to the patient and the patient discharged per operative plan.